Manufacturer narrative:
Failure analysis noted that the insulin pump had a button error alarm followed by unresponsive buttons due to corroded keypad traces. There was no trace of moisture at the electronic and motor assemblies. The pump had cracked case at display window corners, cracked battery tube threads and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 134 mg/dl at the time of incident. The customer stated that they tried a new battery but it still would not work. She stated that the alarm occurred after exposure to moisture. She wore her pump in her bra and was very active with bike rides, dances and runs. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.